Event description:
It was reported that the device did not meet the expected longevity. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was concomitant products: 419488 implantable pacing lead; 5076 implantable pacing lead; 6947m implantable tachy lead. (B)(4).